Manufacturer narrative:
Info anticipated, but unavailable at this time. Additional lot number a4ca8n.

Event description:
It was reported that, the pt came in for elective surgery for gi bleeding. During the procedure, the staples used to dissect the pt's sigmoid colon failed and came apart at the end where the the colon was stapled. The laparoscopic procedure changed to a partial open sigmoidectomy. Several reloads of staples were used with 2 different lot numbers and not sure which ones failed.